Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the cause of the catheter (lot # 0231187306) and catheter (lot # 0231227448) was determined that the damage was discovered before use. The guidewire that was used was a non-medtronic stryker 0.014 guidewire.

Manufacturer narrative:
Update b5 product analysis as found condition (condition of returned device): two echelon-10 micro catheters were returned for analysis within a shipping box; within a sealed biohazard pouch and within a dispenser track. Visual inspection/damage location details: due to the condition in which the echelon-10 micro catheters were returned it was unable to be determined which micro catheter belonged to which pli. (Echelon 1) upon visual inspection, no issues were found with the echelon-10 micro catheter hub. The catheter body was found to be damaged at proximal marker band with marker band appearing to be partially displaced and catheter body appearing to be skived. The distal tip was found to be in good condition. The echelon-10 micro catheter distal tip was noted to be pre-shaped. No other anomalies were observed. (Echelon-2) upon visual inspection, no issues were found with the echelon-10 micro catheter hub or catheter body. The distal tip was found to be damaged proximal to distal marker band. The echelon-10 micro catheter distal tip was noted to be pre-shaped. No other anomalies were observed. Testing/analysis (including sem reports): (echelon 1) the total length of the echelon-10 micro catheter was measured to be ~156.2cm. The usable length of the echelon-10 micro catheter was measured to be ~147.9cm which is within specification. (Echelon 2) the total length of the echelon-10 micro catheter was measured to be ~155.8cm. The usable length of the echelon-10 micro catheter was measured to be ~147.8cm which is within specification. Conclusion: based on the reported information and the device analysis the customer¿s report of catheter damage was confirmed as visual inspection identified partial displacement and skiving damage at proximal marker band of echelon 1 and damage to distal tip of echelon-2. The root cause of the observed damage could not be determined. ((B)(6) 2026-02-09) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received. The surgery was completed after replacing with a new microcatheter.

Event description:
Medtronic received a report that one echelon catheter was found to have damage done to the outer layer and a second echelon catheter was perforated with a guidewire. The patient was undergoing embolization for treatment of an aneurysm. The accessed vessel was the femoral artery with a diameter of 8 mm. It was noted the patient's vessel tortuosity was normal. It was reported that during an aneurysm embolization procedure,  for echelon catheter with lot # 0231187306, after opening the package and pre-flushing the microcatheter, damage was found on the outer layer of the microcatheter shaft. During an aneurysm embolization procedure, after an issue was found with the first microcatheter (lot number 0231187306), a second microcatheter (lot number 0231227448) was used. While using the guidewire together with the microcatheter, damage was found at the tip of the microcatheter, and the guidewire protruded from the side of the tip. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID 145-5091-150 (lot: 0231187306); product type: ; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.